Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The device will not be returning for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to meningitis. The patient had meningeal infection secondary to posterior fossa extra axial hemorrhage drain. The clinicians were unsure if the event was device related. The patient was on lovenox for multiple weeks secondary to sinus clot. No autopsy was requested and the pump was not explanted. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file.